Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 75447550, 510k # k042025 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, the patient underwent posterior lumbar fusion to treat stenosis at l4-l5. Connection was also performed at l3-l4. On an unknown date, post-op, the screws at l5 were found loosened and nerve root symptoms were observed at l5. Adjacent segment disease between l5 and s1 was also observed. Hence, the patient underwent a revision surgery, in which the screws at l4 and l5 were replaced. Extension of fusion was also performed from s1 to iliac.